Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma -late : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left-side rupture discovered by ultrasound scan. "Inspectively no abnormalities, very satisfactory drainage barely lagged <5ml serous, on both sides."the device has been explanted and replaced with a non allergan device

Manufacturer narrative:
Previous medwatch submission noted seroma. Upon further investigation of the reported event "the explant was done on (B)(6) 2023 and the patient presented to another physician on (B)(6) 2023 for drainage control, no abnormalities upon inspection. Very satisfactory. Drainage is less than 5ml of serous fluid¿, allergan medical safety has determined that this event is not seroma. It should be captured as drainage-ndr, minor in severity and not reportable, as this can occur after any surgical procedure and is not device related.

Event description:
Previous medwatch submission noted seroma. Upon further investigation of the reported event "the explant was done on (B)(6) 2023 and the patient presented to another physician on (B)(6) 2023 for drainage control, no abnormalities upon inspection. Very satisfactory. Drainage is less than 5ml of serous fluid¿, allergan medical safety has determined that this event is not seroma. It should be captured as drainage-ndr, minor in severity and not reportable, as this can occur after any surgical procedure and is not device related.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left-side rupture discovered by ultrasound scan. "Inspectively no abnormalities, very satisfactory drainage barely lagged <5ml serous, on both sides."the device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported, left-side rupture discovered by ultrasound scan. "Inspectively no abnormalities, very satisfactory drainage barely lagged <5ml serous, on both sides."the device has been explanted and replaced with a non allergan device

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left-side rupture. The device has been explanted.